Manufacturer narrative:
Additional product code: ktt. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, the patient suffered trochanteric fracture of the right leg, fell from hemorrhagic shock. Patient was transferred to the hospital. 1 week after the injury, on (B)(6) 2021. The patient underwent open reduction internal fixation surgery for right femur trochanteric fracture with proximal femoral nailing system (tfna) implants. On may 10, cut-out was confirmed. On may 11, the patient underwent revision surgery of removing only the end cap and the blade. The patient is a (B)(6) year-old female taking warfarin. Surgeon's opinion was that the patient had spent a long time in a wheelchair, and tis excessively osteoporotic, and that a strong impact might have been applied when moving from the wheelchair to the bed. Concomitant devices reported: proximal femoral nailing system (tfna) nail (part# 04.037.112s, lot# unknown, quantity 1), locking screw (part# 04.005.522s, lot# unknown, quantity 1), tfna end cap (part# 04.038.000s, lot# unknown, quantity 1). This report is for (1) tfna fenestrated helical blade 80mm - sterile. This is report 1 of 1 for complaint (B)(4).